Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 model: sc-2218-50.. Serial: (B)(6). Batch: 7116347/7116500.

Event description:
It was reported that the patient had an infection at the ipg site due to impaired healing and wound dehiscence, wherein the ipg was visible through an opening at the pocket. Symptoms of pain and intense to clear fluid discharge were noted. The patient had antibiotics and wound care however, symptoms persist. The patient underwent an explant procedure and the explanted products will not be returned. Additional information was received that the infection was not device related. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient had an infection at the ipg site due to impaired healing and wound dehiscence, wherein the ipg was visible through an opening at the pocket. Symptoms of pain and intense to clear fluid discharge were noted. The patient had antibiotics and wound care however, symptoms persist. The patient underwent an explant procedure and the explanted products will not be returned.